Event description:
It was observed, during the device inspection. That the gastrointestinal videoscope exhibited foreign material on light guide lenses. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. However, the foreign material may not have been removed because reprocessing could not be conducted properly due to a crack in the light guide lens. It was also noted that the foreign material could not be identified. It is unknown if there were any deviations in the user's reprocessing method because no response was received from the customer after three attempts to obtain additional information. The following information from the instructions for use (IFU) pertains to this event: gif-h185 operation manual includes the detection method in chapter 3 ¿preparation and inspection¿. Gif-h185 reprocessing manual includes the preventive measures in chapter 5 ¿reprocessing the endoscope¿. Olympus will continue to monitor field performance for this device.